Event description:
It was reported; "during vlift surgery, when surgeon attached a cage to expander and inserted to t12, the base of expander inner shaft was broken."

Manufacturer narrative:
Method: device not returned;results: manufacturing review could not be performed because no lot number was provided. It was unknown how often this device was used.conclusion: the cause of the reported event could not be determined without a returned device to inspect.

Event description:
It was reported; "during vlift surgery, when surgeon attached a cage to expander and inserted to t12, the base of expander inner shaft was broken."